Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose readings, no delivery and failed battery test. Customer's blood glucose value was 420 mg/dl. The customer treated with manual injection. The customer stated that failed battery test alarmed when they took out the battery. The customer was assisted with 5.0 unit fixed prime and insulin exited. The insulin pump will not be returned for analysis.